Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer received a no delivery alarm and also viewed air bubbles. Customer reported that insulin continued to squirt out after act button was released during priming. Customer's blood glucose was 300 mg/dl. Customer reported that blood glucose elevated and then dropped. Customer treated with glucagon, but did not go to the hospital. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.